Event description:
It was reported that balloon rupture occurred. The 10% stenosed target lesion was located in the mildly tortuous and moderately calcified right upper arm vessel. A 6f non bsc sheath was used. Then a 7.0mm x 40mm, 40cm mustang balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured circumferentially at 16 atmospheres on the second inflation. As it was unable to retract the 7.0mm x 40mm, 40cm mustang balloon catheter into the sheath, the device was removed with the sheath together. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 10% stenosed target lesion was located in the mildly tortuous and moderately calcified right upper arm vessel. A 6f non bsc sheath was used. Then a 7.0mm x 40mm, 40cm mustang balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured circumferentially at 16 atmospheres on the second inflation. As it was unable to retract the 7.0mm x 40mm, 40cm mustang balloon catheter into the sheath, the device was removed with the sheath together. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was received trapped inside an introducer sheath (mosquito 6f). The distal part of the balloon was exiting outside the distal edge of the sheath. An examination of the catheter identified that a complete balloon circumferential tear had occurred in the balloon material at 5mm distal to the distal edge of the proximal markerband. As a result of the tear it was not possible to pull the balloon back through the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 10% stenosed target lesion was located in the mildly tortuous and moderately calcified right upper arm vessel. A 6f non bsc sheath was used. Then a 7.0mm x 40mm, 40cm mustang¿ balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured circumferentially at 16 atmospheres on the second inflation. As it was unable to retract the 7.0mm x 40mm, 40cm mustang¿ balloon catheter into the sheath, the device was removed with the sheath together. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.